Event description:
Monitor came off boom (sliding motion) prior to case starting and nurse caught the monitor. No injuries to pt. Nurse will go to employee health to have shoulder looked at. Review of our records shows that the crt monitor was originally installed on 08/2000 and remounted on 04/2002. The hardware service manual for the witt biomedical series IV system, page 6-45 (rev.8) states "confirm boom monitor mounting integrity" as a montly preventive maintenance requirement.